Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of a non-functioning device. Unintended rf energy output was also observed during testing. Upon closer inspection, an internal fuse switch was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the unintended rf output was caused by the misaligned fuse switch.

Event description:
Procedure performed: lap salpingectomy. Event description: hand piece activation button stuck during initial use in case. "Button stuck" alarm was received on the generator screen. The physician was able to unstuck the button, but after this the hand piece would not activate. The case was completed with a new hand piece. No patient injury occurred. Product is available for return. Type of intervention: the case was completed with a new hand piece. Patient status: no patient injury occurred.

Event description:
Procedure performed: lap salpingectomy. Event description: hand piece activation button stuck during initial use in case. "Button stuck" alarm was received on the generator screen. The physician was able to unstuck the button, but after this the hand piece would not activate. The case was completed with a new hand piece. No patient injury occurred. Product is available for return. Type of intervention: the case was completed with a new hand piece. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.